Event description:
Product analysis was approved on (B)(6) 2012. There was no indication from the device that an end of service condition existed; however, the eri flag was seen. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device met electrical specification requirements for output back-up capacitors at the time of manufacture. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
On (B)(6) 2012, a physician reported that this vns patient was experiencing an increase in seizures above the pre-vns baseline. The physician was unable to communicate with the device. The physician was uncertain if the events were related to the device being at end of service. A battery life calculation on this date was performed with negative results. On (B)(6) 2012, the patient underwent prophylactic generator revision. The patient's device was interrogated prior to surgery with eri=yes with all diagnostics ok. Infection at the generator site was noted.(infection is captured in MFR report #1644487-2012-01975.) The generator was replaced, and all diagnostics were ok, post-implant. On (B)(6) 2012, the physician's office provided the following information. The patient reported an increase in seizures on (B)(6) 2012. The patient also reported that the magnet was taking longer to kick in. These events were attributed to the battery being dead as the patient was seizure free as of (B)(6) 2012. The patient reported "flying off the bed" and getting bruised. The patient had very few grand mal seizures; however, it was unknown what seizure types the patient previously had. The patient also reported a high stress level. The patient was previously seen in (B)(6) 2011; therefore, it was believed that no causal or contributory programming or medication changes preceded the increase in seizures. The patient was seen in the office on (B)(6) 2012. The patient's device was re-programmed on this date. The patient's medications were also changed; however, the patient was frustrated and was admitted to the hospital on this date. It was stated that the patient was diabetic and needed blood work done to check glycemic levels as she is diabetic. The patient had not experienced any seizure activity since (B)(6) 2012. It was also reported that there was a failure to program the patient's device on (B)(6) 2012. It was stated that the programming system was used successfully on other patients; however, it is unclear if the programming system was the cause of the failure to program. The generator was received on (B)(6) 2012 and is currently undergoing product analysis.

Event description:
Follow up showed that the patient's new generator was working well. There was no indication in the patient's appointment notes that the new generator could not be programmed or interrogated.

Manufacturer narrative:
Analysis of programming history.